Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the long45a device (b) was received with the firing mechanism damaged and with a 6r45b cartridge loaded on the device. The returned reload was returned partially fired 3/4, consistent with an incomplete firing cycle. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon fired the first device and the knife cut and only partially stapled. The case was continued with a second and third device. When the second and third devices were fired the knife blade did not work and the device cracked. The case was completed with a fourth device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: with the first device, were the cut line and staple line equal in length indicating a partial fire or did the device cut completely and only deliver a partial staple line? I don¿t know. With the second and third device, what part of the device was cracked? I don¿t know. With the second and third device, did the device deliver any staples or a cut line? If yes, please describe. I don¿t know.